Event description:
An implant card was received and reported that the patient had full vns reimplant.

Manufacturer narrative:
Date of event, corrected data: the initial report inadvertently reported this data incorrectly. The date should have been the date of implant.

Event description:
Operative notes were received from the hospital which reported that the patient was urgently admitted on (B)(6) 2013 and discharged on (B)(6) 2013. The patient had generator and lead explant surgery on (B)(6) 2013 due to infection of the vns. After implant surgery, the patient returned with erythema over the hardware, suspicious for infection. A tap of the fluid around the generator in the chest yielded gram-positive cocci, and therefore, infection disease recommended removal. The patient was prescribed antibiotics prior to surgery. During explant, both incisions were copiously irrigated with bacitracin irrigation.

Event description:
It was reported that the patient underwent vns system explant after developing a (B)(6). It was reported that cultures were positive and the patient was given antibiotics to treat the infection at her chest site. It is unknown if any patient manipulation or trauma occurred that is believed to have caused or contributed to the infection. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Clinic notes were received indicating that the patient underwent vns removal in (B)(6) 2013 due to a (B)(6) infection. The notes indicate that the physician feels that the patient is a good vns candidate. It was noted that the patient's family is interested in attempting vns again.

Manufacturer narrative:
Brand name, suspect device model #, serial #, lot #, expiration date, corrected data: the supplemental report #2 inadvertently did not include this information. Review of manufacturing records was performed. Review of the generator and lead device history records confirmed sterilization was performed prior to distribution.

Event description:
Operative notes from the implant surgery noted that the patient was prepped and draped in sterile fashion.

Manufacturer narrative:
Suspect device explant date, corrected data: the supplemental report #2 inadvertently reported the date incorrectly. Date is unknown.

Event description:
Good faith attempts to obtain date of explant have been unsuccessful.